Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that defective solenoid and melted retractor band. A field service engineer, replaced retractor band and solenoid to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the station has failed drawer. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem. Correction: section d medical device brand name, medical device model, unique device identifier (UDI), section e initial reporter phone, initial reporter occupation and other occupation, section g manufacturing location, reporting office, section h device manufacture date the reported condition of ¿failed drawer¿ was confirmed during fse testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that inspected main drawer 6, which was not opening. The drawer was removed, and it was found that the solenoid was stuck closed. A melted retractor band was also identified. The solenoid, retractor band, and both boards in the drawer were replaced. The firmware was updated, and the drawer was configured and tested using the hardware test application. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent copper strands. P/n 151622-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151903-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n 119879-01: the part was received with signs of thermal damage on the coil cover. P/n 359408-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151612-11: the part was received with missing connector housing. During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 151622-01: passed the dmm and hta testing. P/n 151903-01: passed the dmm and hta testing. P/n 119879-01: no further testing was required due to thermal damage found during the external inspection. P/n 359408-01: passed the dmm and hta testing. P/n 151612-11: no further testing was required due to physical damage found during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause for the failed drawer is inconclusive; however, the failure can be attributed to multiple damaged components. Thermal damage on one component, a severed sensor likely caused by excessive force, and deformation of a band exposing copper wiring collectively compromised functionality, leading to drawer failure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer stated that this malfunction caused a delay to the patient care and the user managed to get the medication from another station if required. As per part investigation, it was determined that there was thermal damage observed on the sensor likely caused by excessive force, and deformation of a band exposing copper wiring . There were no adverse events or injuries reported based on this event.